Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during implant, when the physician was trying to screw in the right atrial (ra) lead that the physician did not hear the wrench make clicking sounds when it was fully tightened. Then when the physician tried to unscrew and remove the ra lead, the lead would not budge. A second wrench was used from the wrench kit and unscrewed the right ventricular (rv) lead, and then the physician noticed that a part of the grommet came out tightened onto the screw. So the physician used the other wrench in the kit to untighten and unplug the ra lead. When the physician untightened the ra lead, it was seen that the grommet from the ra port also came out tightened onto the screw. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the returned device indicated a damaged set screw.